Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Workstation circuit boards were reseated on a proactive basis. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images produced by the 9800 were of poor quality appearing burned out. There was no adverse pt involvement reported. There was no pt info reported.